Manufacturer narrative:
Analysis of programming history.

Event description:
A review of the vns programming history found that the patient was initially interrogated on (B)(6) 2008 and seen to be at settings indicative of a faulted or interrupted diagnostic test. The patient was last seen to be at intended settings on (B)(6) 2008. A normal diagnostic was performed on this date which showed the device was within normal limits. It is unknown when the settings were changed.